Manufacturer narrative:
The micropituitary inferior shaft tip is broken off at the center of the jaw pivot pin forward. The broken off portion of the shaft is missing and not returned for analysis. Optical examination reveals a fairly brittle fracture surface. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that when the instrument was used to remove disc from the disc space, the bottom piece broke off and fell in the disc space. The broken-off piece was removed. There were no broken piece left within the patient and this was verified by a flouro.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. A review of device history records is not possible at this time without additional device information.